Event description:
A surgeon reported that a bubble formed in the ac (anterior chamber) instantaneously at the start of the capsulotomy. All programmed treatments were completed and the pt was brought to the operating room. Once in the operating room, the surgeon noted that only 50% of the capsulorhexis was completed by the laser. He proceeded to manually complete the rhexis. The surgeon also noted that the primary incision was displaced by approximately 30 degrees from what was originally planned. In addition the secondary incision was not complete; the surgeon used a keratome to complete the cut. One of the two laser arcuate incisions was in the conjunctiva. The surgeon was able to complete the cataract surgery and the pt is doing well.

Manufacturer narrative:
The device history records were reviewed for the laser; there were no unusual findings related to the reported issue. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).